Event description:
The customer reported oil mist. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the facility. The fse confirmed the problem and installed the oil mist filter kit. He certified the system with diagnostics and an empty cycle. The system met specifications. This issue is being addressed with a customer letter, related to correction & removal #2084725.